Event description:
It was reported that the revere pedicle screw became loose within the patient's bone post-operatively

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. The exact cause of the reported issue could not b determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.